Manufacturer narrative:
**UDI related data quality updates only**. D4 as requested by the FDA UDI helpdesk team, this is a supplemental report explaining why the unique device identifier (UDI) information in section d4 of verathon's initial report submission was left blank. The subject device was manufactured and labelled prior to the UDI compliance date for class I medical devices. Therefore, and as confirmed by the FDA UDI helpdesk team, the UDI requirements for its associated MDR do not apply.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the reported glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned smart cable and was able to confirm the reported cable failure. When connected to known, good, test verathon equipment, the cable produced intermittent image. Manipulating the cable near the hdmi connector caused the image to cut out entirely and the test monitor ceased to recognize imaging devices. The customer's smart cable failed verathon's device functionality testing. Upon completion of the evaluation, the device was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.